Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 0.1 iu/l. This result was reported outside the laboratory to the physician who complained about the result. The primary sample tube was repeated and the result was 10000 iu/l with a data flag. With a dilution, the result was 22191 iu/l. The patient was not adversely affected. The reagent lot number was 18318305. The expiration date was requested, but was not provided. Based on the provided calibration and qc data, a general reagent issue was not evident.

Manufacturer narrative:
The field service representative ran performance testing and the results were not good. He found the reagent tubing was leaking and that the measuring cell was old and worn. The measuring cell was replaced and performance testing was repeated and was within specifications. It was noted the humidity in the laboratory was below the stated specification for the analyzer. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible causes include preanalytical issues, environmental conditions (humidity) or the issues found by the field service representative.